Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
On (B)(6) 2013 patient reported the menu button on the infusion device responds intermittently. Patient stated she just noticed the button doesn't always work after lunch today. Patient reported this is only occurring to the menu button; all other buttons are working as intended. Patient stated pressing hard on the menu button doesn't seem to matter. Patient reported it is more like a "wiggle" of the button to make it respond. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion: the complaint can be verified. Result: the menu button does not respond. There are particles of plastic inside the housing of the menu button. The particles temporary isolate the area of contact inside the button housing. Due to this problem the menu button does not respond and is without function.